Event description:
The device was returned to the manufacturer, analyzed, tested out of specification and is being reported based on analysis. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the device was explanted and replaced due to an upgrade from a single chamber implantable cardioverter defibrillator (ICD) to a dual chamber system. It was also thought but not confirmed that the device was close to or at recommended replacement time (rrt).

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Longevity calculation equals 72%. Battery depletion curve equals 96%. Projected longevity at rrt equals 75%. (B)(4).

Manufacturer narrative:
(B)(4).